Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery. A 3.50x12mm promus element stent was advanced to treat the lesion. However, the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.